Event description:
Same case as 6000089-2005-01070 during the pta / stenting treatment procedure, the sentinol nitinol biliary stent was observed to have struts protruding into the stent lumen. The ultra-thin diamond balloon was advanced over a kayak guidewire for pre-dilatation of the lesion when a dissection in the vessel was observed. The diamond balloon was removed and a sentinol stent delivery catheter was advanced to the target lesion in the superficial femoral artery. The stent was deployed with no resistance. X-rays revealed the stent appeared to be shortened in length. The physician commented that further intervention will be required due to the increased risk of restenosis from the stent strut positioning. Additional information has been requested.